Event description:
It was reported that poor r-wave measurements and oversensing were observed. It was noted that the lead dislodged. The lead was explanted after an attempt to reposition was unsuccessful. The lead will not be returned for analysis.

Manufacturer narrative:
Na